Manufacturer narrative:
(B)(4). Batch # m53363. The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a lap pneumonectomy, staples of the middle of the staple line were not deployed at the firing on the bronchial tube. This event was found since air leaked from the cut end of the bronchial tube. Additional suture was performed to support the staple line. During the additional suture, the doctor found that some staples had been partially not deployed. There were no adverse consequences to the patient. One device will be returning.